Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma, adenomyosis, nabothian cyst, ovarian cyst and abnormal uterine bleeding on (B)(6) 2023, endometrial disorder and endometrial curettage on (B)(6) 2022, pelvic pain, menorrhagia and menses irregular on (B)(6) 2022 and obesity. On an unknown date, the patient had essure inserted. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required) by surgery (laparoscopic salpingectomy, dilation curettage, hysteroscopy, ablation). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 51.44 kg/sqm. [Pathology test] on (B)(6) 2022: tissues 1. Fallopian tube, nos - bilateral fallopian tubes and essure devices, 2. Endometrium curettings - endometrial curettage final diagnosis. 1. Bilateral fallopian tubes with essure devices: two fallopian tubes with intraluminal metallic foreign. Object consistent with essure device. 2. Endometrial curettage: portions of benign proliferative endometrial tissue. Scant tiny fragments of benign endocervical mucosa. Clotted blood. Nothing atypical or malignant. Gross description: 1. Specimen submitted in formalin and labeled bilateral fallopian tubes with essure devices consists of undesignated fallopian tubes. First tube: a slender metallic wire protrudes from the proximal end. Second tube: a slender metallic wire protrudes from the proximal end.; on (B)(6) 2023: diagnosis: uterus, left ovary: cervix with nabothian cysts nonproliferative endometrium myometrium involved with the adenomyosis, and benign leiomyoma ovary with hemorrhagic follicular cysts. Abnormal uterine bleeding, pelvic pain, history of ovarian cyst. Specimens received: uterus, left ovary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma, adenomyosis, nabothian cyst, ovarian cyst and abnormal uterine bleeding on (B)(6) 2023, endometrial disorder and endometrial curettage on (B)(6) 2022, pelvic pain, menorrhagia and menses irregular on (B)(6) 2022 and obesity. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic salpingectomy, dilation curettage,hysteroscopy,ablation). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 51.44 kg/sqm. [Pathology test] on (B)(6) 2022: tissues. 1. Fallopian tube, nos - bilateral fallopian tubes and essure devices, 2. Endometrium curettings - endometrial curettage. Final diagnosis. 1.bilateral fallopian tubes with essure devices: two fallopian tubes with intraluminal metallic foreign. Object consistent with essure device. 2.endometrial curettage: portions of benign proliferative endometrial tissue. Scant tiny fragments of benign endocervical mucosa. Clotted blood. Nothing atypical or malignant. Gross description: 1.specimen submitted in formalin and labeled bilateral fallopian tubes with essure devices consists of undesignated fallopian tubes. First tube: a slender metallic wire protrudes from the proximal end. Second tube: a slender metallic wire protrudes from the proximal end.; on (B)(6) 2023: diagnosis: uterus, left ovary: cervix with nabothian cysts nonproliferative endometrium myometrium involved with the adenomyosis, and benign leiomyoma ovary with hemorrhagic follicular cysts. Abnormal uterine bleeding, pelvic pain, history of ovarian cyst. Specimens received: uterus, left ovary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.